Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. An immucor field service engineer (fse) visited the customer site on 21apr2016 and replaced the debubbler on the instrument. Subsequent repeat testing performed with the sample resulted as positive. The instrument is operating as expected.

Event description:
Retrospectively it was determined that a second sample tested on (B)(6) 2016 was reportable for unexpected negative reactions while performing validation studies on galileo neo (B)(4).